Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high thresholds and a dislodgment was confirmed. Reprogramming was performed, and subsequently, the lead was successfully re-implanted. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.